Event description:
It was reported that the implantable cardioverter defibrillator (ICD) would not pace during an attempted implant attempt. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device analysis was performed and no anomalies were found. (B)(4).